Manufacturer narrative:
The field service engineer (fse) found that the wbc bath drain line had a small tear and was leaking. The fse replaced the wbc bath drain line tubing and the leak was fixed. The repairs were verified per established procedures. Upon recur, the failure mode identified is likely to cause erroneous results for hgb, wbc and calculated indices due to improper dilution at the wbc bath. (B)(4).

Event description:
The customer reported a leak inside the lh750 instrument. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.